Event description:
It was reported that the atrial lead dislodged twice and upon inspection of the atrial lead there was body tissue noted on the helix mechanism. Therefore the atrial lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 implantable pacing lead 2012-(B)(6), (B)(4).